Manufacturer narrative:
On 26-feb-2021, the mentor failure analysis lab received the device for evaluation. In addition, mentor became aware that the procedure was completed with another mentor memorygel xtra breast implant 255cc gel breast prosthesis. On 08-mar-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture was observed in the breast implant during surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the anterior view. Additionally, a tear was found within the siltex cracking, measuring approximately 2.0 cm. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An investigation was completed on a photo of the suspect medical device because the physical product was not returned to mentor. Device evaluation summary: according to the information received, the breast implant experienced a rupture during surgery. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel xtra breast implant 255cc gel breast prosthesis ruptured during a scheduled primary breast augmentation procedure. There was no reported patient consequence.